Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also had intermittent button response on the act button due to moisture damage on the keypad traces noted. The insulin pump passed displacement, rewind and basic occlusion tests. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the buttons were unresponsive. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.